Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient was diagnosed with mesh erosion in (B)(6) 2010 and will require excision of the mesh. No additional information was provided.

Manufacturer narrative:
The initial sling procedure was on (B)(6) 2008. The mesh was surgically removed on (B)(6) 2011 due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.